Manufacturer narrative:
The reported events of high pacing lead impedance and suspected lead fracture were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead revealed clavicle crush compressing the lead and fracturing all filars of the outer coil at the middle region of the lead. The cause of the reported events was isolated to clavicle crush.

Event description:
Additional information was received which indicated that increased pacing impedance was noted on the rv lead. The lead fracture was confirmed with diagnostic imaging. The patient experienced pain and anxiety during the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Implant date is estimated to have occurred in 2017.

Event description:
It was reported that the right ventricular (rv) lead fractured. The patient experienced asystole and pain due to the event. The rv lead was explanted and replaced to resolve the event. Further information was requested but not received.